Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient present with episodes of non-sustained ventricular oversensing. Noise was confirmed on egm. Externalized conductors were previously revealed under fluoroscopy, during generator change out. Lead replacement will be discussed with the physician.